Manufacturer narrative:
The unit is being returned for eval. When add'l info becomes available regarding the investigation of the unit, a follow-up report will be filed.

Event description:
It was reported that "cut function does not work and coag is underpowered".